Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported he was experiencing high blood glucose of 447 mg/dl, treated with manual injections. Current blood glucose was 376 mg/dl. Customer's symptoms were ketones in urine, nauseated, and headaches. Troubleshooting was performed. Customer was advised to change the infusion set, cannula was not bent. Customer was advised to disconnect from the device. The drive support cap was normal. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer was not sure if bolus was correct, administered a bolus and recorded correctly. High pressure test was not performed due to customer not having tubing clamp. Customer was advised the device was functioning how it was intended. Customer requested the device to be replace. No further information reported.